Event description:
The caller reported an alarm 2 due to an occlusion issue, but this did not cause the customer¿s blood glucose to exceed 500 mg/dl or the cgm to read "high". The customer followed instructions from technical support to address the issue, including tightening the t:lock and delivering boluses with specific actions to stabilize. Despite efforts, the occlusion alarm recurred. The customer saw a ball of insulin, and although there were no visible cracks or debris, the technical support assisted in replacing the cartridge. There was no additional information received regarding any adverse outcomes or further issues.